Manufacturer narrative:
Updated fields:b4; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion; h11. Corrected field:d1 brand name; d4 version or model number, catalog number, UDI number, d9, e1 initial reporter name. Due to character restrictions in block e1 (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by the customer that during use there was an ongoing intra aortic balloon (iab) catheter restriction alarm on a cardiosave intra aortic balloon pump (iabp). Further troubleshooting revealed significant condensation in the helium tubing and cracked universal sheath seal. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions).